Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email the device broke during use. Another same device was used to finish the procedure. No patient consequence. Additional information received via email from the affiliate on 10-31-17. The breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. The fragments were retrieved with a clamp. The procedure was completed with another like device. Alternatives were readily available. There were no procedural or patient anatomy factors which may have contributed to the breakage. Surgical intervention was not planned. This was a scheduled surgery. No portion of the device remained in the patient. No patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received and evaluated. Visual inspection under magnification reveals that the weld at the drill tip broke leading to this failure. This complaint can be confirmed. A likely cause may have been exerting excess force or accidentally hitting bone during procedure. This failure can be attributed to user technique. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via email the device broke during use. Another same device was used to finish the procedure. No patient consequence. Additional information received via email from the affiliate on 10-31-2017: the breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. The fragments were retrieved with a clamp. The procedure was completed with another like device. Alternatives were readily available. There were no procedural or patient anatomy factors which may have contributed to the breakage. Surgical intervention was not planned. This was a scheduled surgery. No portion of the device remained in the patient. No patient impact.